Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced heparin-induced thrombocytopenia (hit). In addition, there were high purge pressure alarms noted on impella. As a result, patient was put on argatroban. The impella was successfully weaned and explanted. Patient's condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. The device passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.